Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the weld is broken on the left side where the rear wheel attaches to the frame.